Event description:
A customer reported experiencing alarm 2 and alarm 26, indicating an occlusion issue with their insulin pump. However, there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). To address the issue, customer technical support (cts) guided the customer through several troubleshooting steps, including disconnecting the tubing from the site, tightening the t: lock, and delivering boluses to clear any occlusions. These steps were repeated multiple times until a successful 9-unit bolus was delivered. The customer agreed to replace supplies as necessary and continue insulin therapy. Additional assistance was offered if needed, and a plan was outlined to rotate the infusion site and change supplies every three days to prevent future occlusions.